Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit has smoke contamination.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of smoke contamination. The unit was triaged and the reported issue was confirmed. The issue may be due to a component issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.